Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Event description:
It was reported that two days post implant the patient had diaphragmatic stimulation and a cardiac perforation. It was also reported that the implantable pulse generator (ipg) was not pacing and had no capture. The lead was explanted and replaced and the ipg remains in use. No further patient complications have been reported as a result of this event.